Event description:
Patient on ventilator. Family member and staff in room. Flames noted to come out of ventilator flow port on side of ventilator. One staff member took patient off the ventilator, used bvm to ventilate, another unplugged the ventilator and smothered the fire with a blanket. A physician assisted with removing the patient from the room and another nurse activated the fire pull station. No one was injured in the event, the equipment was sequestered and the vendor notified. Additionally, facilities department and the fire department ascertained that the problem was not in the head unit in the wall for this patient, and determined the equipment was the problem.